Manufacturer narrative:
Concomitant product(s): product ID: 8596sc, serial# (B)(4), product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine via an implantable pump. The concentration, dose, lot number, and concomitant medications were not obtainable. The patient's medical history was reported as "none." It was reported that during a procedure there were incorrect boots in (B)(4). Only one of the white boots fitted over the catheter. The two clear boots and one of the white boots did not fit over catheter. Another (B)(4) was opened and the boots from this kit were used. The product, (B)(4), remained implanted and in-service. There were no environmental, external, or patient factors that might have led to this event. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved. The event date was not obtainable.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, lot# hg0e4x7, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.